Event description:
Malfunctioning atrial lead replacement performed on patient due to increased impedance and chest x-ray verification of right atrial lead fracture, patient returned to operating room electively for new atrial lead placement under fluorscopic guidance with acceptable results. Unable to remove old atrial lead safely. Therefore, the lead was capped off and tied with suture.